Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher adc device scan result compared to unspecified blood glucose reading obtained on a competitor brand meter device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as "feeling cold and thick". It was reported that the customer received an unspecified treatment from a healthcare professional (hcp) and also self-treated with an unspecified injection medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.